Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal (206320) did not "settle" upon application during a lumbar laminectomy procedure on (B)(6) 2021. There was no patient injury reported and delay in surgery is unknown. A second unit was opened (from the same box) and it worked as intended. Additional information has been requested.

Manufacturer narrative:
Additional information received on 26mar2021 indicated that duraseal sealant (product ID 206320) will not be returned as it was used into the surgical site. The product did not solidify as it should to seal the dural leak but instead it created a puddle. There was a surgical delay for 15 minutes of continuous bleeding. Patient had a prolonged recovery and received tranexamic acid as a result of bleeding. Duraseal sealant (product ID 206320) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.